Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. The access vessels were described as challenging. The aortic neck had minimal angulation without calcification or thrombus and measured 23 mm in diameter at the renal arteries, 24 mm in diameter at 12 mm below, and then 28 mm in diameter at 20 mm below the renal arteries. It was reported that after the talent bifurcated stent graft was placed, the post-implant angiogram demonstrated a fast proximal type I endoleak. The physician elected to place a talent cuff proximally, which successfully resolved the type I endoleak. However, the final angiogram demonstrated a persistent blush of an undetermined origin, which was not treated at the time. No further intervention was performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, reverse funnel-shaped aortic neck. Evaluation conclusion: reverse funnel-shaped aortic neck.